Manufacturer narrative:
Event dates: previous overdischarge: several years/2 years ago ((B)(6)2014); current overdischarge issue: 9-10 months ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that the patient¿s implantable neurostimulator (ins) was in an overdischarge (od) condition and had been ¿dead¿ for 9-10 months. The patient first noticed the od issue when they could not connect with recharger unit 9-10 months ago. There was no communication to the ins with the patient programmer, recharger, or clinician programmer. It was noted that there was a previous od a couple of years ago which was successfully brought out of the condition. For the current od issue a physician recharge mode (prm) was performed on (B)(6) 2016 and the ins was successfully brought out of the od. The representative stayed for the 60 minute count down but could not stay any longer and sent the patient home with the power-on-reset (por) error code. The patient was to come back tomorrow to clear the por. The patient mentioned that they had to charge their ins 3 times a day for up to 3 hours each time to keep it charged. They noted that the ins would not hold a charge for more than 2 hours. No patient symptoms were reported in the event. The indication for use for the implanted device was noted as chronic low back pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.